Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to high out of range pace impedances measuring greater than 3,000 ohms. Boston scientific technical services (ts) stated there were no stored events since the lss and were unable to confirm capture on events from that day. There was a successfully rv automatic capture test two days after the lss. Additionally troubleshooting was performing including a chest x-ray. It was reported that this lead was damaged and that the patient experienced a near syncopal episode. The patient is a construction worker and carries objects on the same side as their implanted device. The patient had 2 rv lead implanted and the other one was turned on due to this observation.